Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one vaccess pta dilatation catheter was returned for evaluation. On visual evaluation, there were no kinks noted to the catheter, y-body or luers. On functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted to be streaming out from the balloon. Under microscopic evaluation, the circumferential rupture was noted on the balloon. The investigation for the reported circumferential balloon rupture is confirmed as the circumferential rupture was noted on the balloon during microscopic observation. A definitive root cause for the circumferential balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 05/2024.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured at 4 atm. It was further reported that the procedure was completed using another device. There was no reported patient injury.